Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the item was not showing. A technical support specialist (tss) asked the user to contact the pharmacy or someone with access to mql to change the access level to 'general', so the user could issue any item set to 'general'. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, item was not showing up in the cabinet. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.